Manufacturer narrative:
Additional information provided: b.5. The customer¿s report of the needle free valve leaked when the IV was flushed was not confirmed. Visual inspection of the set noted dried blood on the outside of the valve. No damage was observed. Functional and pressure testing resulted in no leaking. Dimensional analysis was performed on the male and female luer ends of the valve and were found to be within the required specification(s). The valve was inspected under magnification and no damage was observed. The root cause of the customer¿s reported leaking was not identified.

Event description:
It was reported that the needle free valve leaked blood and saline down the adult patient's arm when the IV was flushed. The patient experienced no harm, and there was no need for medical intervention.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the needle free connector leaked. There is no additional information and no harm to the patient reported.